Event description:
The patient was found collapsed and unresponsive. Emergency medical services (ems) was unable to resuscitate the patient. The ems operator did note that the system controller "lights were on and green."